Manufacturer narrative:
Concomitant medical products: dtba1d1, ICD implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high impedance out of range warnings on the pacing/sense portion of the lead and the high voltage coils. The rv coil and superior vena cava (svc) coil was found to have huge varying impedance. The patient is scheduled to see the electrophysiologist (ep) to determine the next course of action. The lead remains in use. No patient complications have been reported as a result of this event.